Manufacturer narrative:
Although no permanent optical obstruction or motion defect is observed for the analyzer, the review of the instrument run data confirmed the alleged run#1932 was a potential false positive for influenza b with the cobas® liat® sars-cov-2/flu test most likely due abnormal baseline and photometer readings. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 07341920190. (B)(4).

Event description:
A customer from (B)(6) alleged a discrepant result generated when tested with the cobas® liat® sars-cov-2/flu test when compared to genexpert (cepheid). On (B)(6) 2021, the initial sample was tested with the cobas® liat® sn (B)(4) and generated a positive result for influenza b. Since there were no positive flu cases in the season, the customer decided to do a repeat test on another platform. Upon retesting of the same sample on the genexpert (cepheid) system, the result was negative. Although, initially the positive result was released, once the retest was confirmed to be negative the patient was notified the negative result. No harm is alleged. An investigation was conducted to evaluate the customer issue.